Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 28 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include lost consciousness, low calcium and seizures. The patient was treated with intravenous glucagon and atropine. The patient was released three days later. The pod was worn when seeking medical attention but taken off at the ER (emergency room).